Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic tears in the silicone jacket was confirmed through the evaluation of the returned segment of the driveline evaluated under manufacturer report (MFR) number 2916596-2021-05877; however, a specific cause for the reported damage could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) until a distal portion of the driveline was replaced on (B)(6) 2021 (related MFR 2916596-2021-05877). The patient subsequently expired on 23nov2021 (related MFR 2916596-2021-07167). The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25oct2011. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use (IFU) section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had cosmetic tears in the silastic jacket of the driveline. The driveline was wrapped with rescue/fusion tape.